Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported that the site took a spin with the o-arm and it was flipped on the stealthstation s7. A medtronic technical services rep provided additional troubleshooting that resolved the issue at the time of the event. The site re-booted the system, took another spin, and the exams came over properly. The surgeon was able to complete the procedure successfully with the use of the stealthstation s7 system. There was no impact on the pt outcome.